Event description:
It was reported that when the battery pack was opened on the interpulse handpiece with soft tissue tip that delivers the saline solution came detached. A back-up device was used to complete the procedure with no pt or user injuries, and no adverse consequences.

Manufacturer narrative:
A f/u report will be filed when the device is rec'd and a quality investigation has been completed. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.